Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part: #03.632.001 -synthes lot # 6752231 release to warehouse date: 04jan2012, expiration date: na supplier: (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that while the surgeon was hammering with the awl instrument inside the pedicle disc at an unknown disc level, the distal tip broke off from the awl and set into the pedicle. The fragment was retrieved with vice grips. No fragments were left in the bone. Also, during screw insertion and manipulation inside the spine pedicle, the screwdriver holding sleeve failed and the distal end tip stripped. Fragments of metal shavings came off the holding sleeve and were retrieved. It was reported that the patient had hard bone. Surgeon did not experience any other delays during surgery. Another matrix set was available in the operating room. Surgery was completed successfully with no harm to the patient and no additional time added. Patient was reported in stable condition. This report is for 3 devices. Concomitant devices: hammer, part # unknown, lot # unknown, quantity 1. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. It was reported by the investigation of the complaint articles has shown that: part 2: the quality engineers on october 13, 2016, item 03.632.001, lot 6752231- holding sleeve and 03.632.002, lot 7894841, t25 star-drive shaft upon visual inspection, both distal tips of the instruments were found to be broken and missing fragments. Holding sleeve ¿ standard (03.632.001 lot 6752231) the returned matrix holding sleeve (03.632.001) was examined and the complaint condition was able to be confirmed as the device was found to have a broken distal threaded tip with a fragment missing (approximately 6.5mm x 3mm x 1.2mm ¿ calipers ca94p). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.